Manufacturer narrative:
Due to character limit in the e1 section the full evnet site name is (B)(6). User called into emergency support program (esp) line during intra aortic balloon therapy, regarding an arterial waveform that was producing very low numbers. User stated he was doing cuff pressures for comparison and they were not correlating. He was not able to get a blood return from the line. At the time of the call, he said there are no longer any numbers on the pump and the waveform was flat. User wanted to know if that seemed right because he was concerned the pump was broken. The esp personel explained there was nothing wrong with the pump, and yes, he would need to get that radial line placed. Once he done the step, the esp personel explained he needs to switch the pressure cable to the radial. Also recommended he either dead end or label the balloon catheter as clotted and do not use. The call was ended. No harm or injury reported. Root cause analysis: the clotted inner lumen can occur due to the following factor: inadequate flushing of the inner lumen. Kink in the inner lumen. Iab remaining inactive/standby for more than 30 minutes. These conditions may promote a slow blood flow within the inner lumen, leading to thrombus formation and occlusion. Once clotted, the inner lumen can no longer transmit accurate arterial pressure waveforms. Per IFU guidelines, failure to aspirate and flush the lumen immediately after catheter placement or when waveform damping is observed increases the risk of clot formation. In cases where resistance is met during aspiration or flushing is unsuccessful, the lumen should be considered occluded and discontinued from use.

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, regarding an arterial waveform that was producing very low numbers. No harm or injury reported.